Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No device malfunction was suspected. No further information has been obtained despite good faith efforts. Additional information was received that the reason for explant, patient was getting a pump.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No device malfunction was suspected. No further information could be obtained despite good faith efforts.